Manufacturer narrative:
Boston scientific received additional information. A field representative reviewed the hospital chart for this patient and lead and learned that the lead was repositioned the following day. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that during the post-operative device check, loss of atrial capture was observed. It was noted that the right atrial (ra) lead had dislodged. The device was reprogrammed for right ventricular pacing and the implanting physician was informed. No lead revision was performed. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead remains implanted but abandoned electrically. This investigation will be updated should further information be provided.